Manufacturer narrative:
Approximate age of device, 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient came into the emergency room on (B)(6) 2019 complaining of pain. The patient had erythema, swelling and discharge from the driveline exit site. The patient was afebrile with a normal white blood cell count of 10.4. Blood cultures were taken and were found to be negative but the exit site was (B)(6) for (B)(6). A pet scan confirmed driveline infection. The patient was started on intravenous vancomycin and zosyn. The patient was taken for incision and drainage of the lvad driveline tunnel and a wound vac was placed. A peripherally inserted central catheter was placed and the patient was switched to cefazolin shortly after. On (B)(6) 2019 an additional incision and drainage was performed with driveline repositioning and closure of abdominal wound. The patient continued to have drainage from the would and had an another incision and drainage on (B)(6) 2019 with a replacement of the wound vac. On (B)(6) 2019 and (B)(6) 2019 the patient had additional debridement before a final omental flap was placed by plastic surgery on (B)(6) 2019. The patient recovered quickly from surgery and the peripherally inserted central catheter was removed and the patient was discharged on oral keflex with follow up appointments with the lvad team and infectious disease. No additional information was provided.